Event description:
The pt received three and a half hours of hemodialysis. The pre dialysis labs were as follows: na 141, k 4.8, bun 54, cr 8.2. Post dialysis labs were as follows: bun 19, phos 3.0, na 128, k 4.9. The next set of labs were: phos 6.5, k 6.1, na 126. The pt was medically treated without any negative outcomes. Dialysis was subsequently performed to further correct labs. The machine was pulled to have biomed verify calibration of pumps.